Manufacturer narrative:
Other applicable components are: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia, movement disorders. It was reported that the patient went to interrogate their ins and it gave them a screen on the patient programmer (pp) saying the ins was in the box. They talked to the rep and did not know what the screen was referring to. They told them their programs were not saved and they needed to be reprogrammed. The patient also mentioned they had increased movement. They called back as well and said they were wanting to speak with a rep. The patient met with another rep earlier who resolved the issue with the new clinician tablet, and extended the battery to 15 years. The patient was calling because they wanted to know what might have caused them to see the in the box message on their pp. The patient reported that their last appointment where they had the device interrogated was in (B)(6), however they were not reprogrammed at that time. At that time, they were still using the 8840. It was unclear what may have cause the in the box message because it did not occur following a reprogramming appointment. The patient inquired if going through metal detectors could have cause it to occur. It was reviewed that it would not be expected to cause that. There was no por condition. There were no further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37612 lot# serial# (B)(4) implanted: 2018(B)(6) explanted: product type implantable neurostimulator if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient didn't have any idea what caused the in the box message as it only affected the right ipg. They did not change their level of activity of note. They recently had been taking a course at the courthouse. They had passed through a metal detector about once a week. They knew that it was a problem for the older batteries. Perhaps it was also a problem for the rechargeable battery. The technician was able to reprogram the device without difficulty. There were no further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37612, serial# (B)(4), implanted: (B)(6) 2018; product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.